Event description:
I've had pain, swelling, autoimmune issues, or a child born went onto them, rashes, nerve pain, headaches, fatigue, weight gain, weight loss, severe anxiety, muscle weakness and muscle pain, allergic reaction to chemicals and food, vitamin deficiency.